Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that their patient had a spinal cord stimulator that had stopped working. The healthcare professional wanted to contact a manufacturer representative to help the patient get the device working again. No patient symptoms reported.